Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The sales rep reports that an expired product was implanted. A revision was performed. The surgeon doesn't want to transmit a notification to health authority the surgeon doesn't want to transmit him any questions concerning this complaint. No other information is available for this case and no additional requests will be send to the surgeon. This implant was shipped to hospital by a distributor.

Manufacturer narrative:
(B)(4). The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.